Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported while using the bd ultra-fine¿ original pen needles inner shield was still on. The following was received by the initial reporter: spouse of consumer called in to see if she was using the product correctly. Asked if "inner shield" should be removed to administer injection. Stated, she is only removing the "clear outter cover". Stated, she has been giving her spouse injections for a few months with "inner shield" still on.

Event description:
It was reported while using the bd ultra-fine¿ original pen needles inner shield was still on. The following was received by the initial reporter: spouse of consumer called in to see if she was using the product correctly. Asked if "inner shield" should be removed to administer injection. Stated, she is only removing the "clear outter cover" stated, she has been giving her spouse injections for a few months with "inner shield" still on.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.